Event description:
A customer contacted beckman coulter inc. (Bec) reporting a contained reagent probe b leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer was wearing proper protective equipment (ppe), including gloves and a laboratory coat during this event. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found the wash collar leaking intermittently. The fse confirmed that no error messages or flags alerted the customer of an instrument issue. The fse replaced the valve and verified system performance. (B)(4).